Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that data logs showed isolated communication errors when the reported issue occurred. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed that the system was booting and would not progress past the prompt. Restarting the imaging system did not restore functionality. It was reported that the pendant display red x's for all functionality. There was no patient present when this issue was identified. No additional information was provided.